Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardiac monitor (icm) exhibited under sensing. Noise was also noted on the icm. Programming changes were made. There were no patient consequences.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardiac monitor (icm) exhibited under sensing. Noise was also noted on the icm. Programming changes were made. There were no patient consequences.